Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed grip cable. The frayed cable sections were in various lengths sticking out at the wrist. Idler pulley exhibited pulley face damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si surgical procedure, the cable on the maryland bipolar forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.